Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2014. Patient used cgm while pregnant against user guide recommendations. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).